Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 534 mg/dl that was addressed with a manual correction injection. The customer alleged that the pump was not delivering insulin properly, however, was unable to provide any information that would indicate a malfunction with the pump or related supplies. Tandem technical support was unable to complete further troubleshooting as customer declined to perform system check and pump data was unavailable for review. Reportedly, customer reverted to an alternate method of insulin therapy.